Manufacturer narrative:
Pharmacovigilance comments: a causal relationship between the serious, unexpected event of sialoadenitis and the treatment procedure could not be excluded, although it was unclear if this event was the admitting diagnosis or the primary reason for the serious criterion of hospitalization. Potential contributory factors include wrongful injection technique, age, underlying condition, oral hygiene, sialolithiasis, infection and dehydration. The patient report contained limited information; time to onset, medical history, previous filler treatments, event course, risk factors and corrective treatment for the event were not provided. The case meets the criteria for expedited reporting to the regulatory authorities. CAPA: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Lot number was not reported.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 20-feb-2020 by a physician which refers to a female patient of an unknown age. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date, the patient received treatment with sculptra to temporal, malar and zygomatic area (unknown amount, lot number, injection technique and needle type) for an unknown indication, indicated by dermatologist. On an unknown date after the treatment, the patient experienced inflammatory reactions in the submandibular gland (sialoadenitis). It was reported that at the moment of the report, the patient was hospitalized. Treatment for the adverse event was not reported. Reporter causality reported as not clearly attributable. Outcome at the time of the report: inflammatory reactions in the submandibular gland was unknown.